Event description:
Caller reported a malfunction on pump. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was assisted by technical support with resetting the pump, and the malfunction code did not recur. Customer was instructed to continue using pump and to call back if the issue happens again.